Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that the patient encountered five infusion set cannulas were kinked within 3 hours of insertion. Events were occured on 15-may-2024, 18-may-2024, 21-may-2024, 29-may-2024 and 2-june-2024. The site of insertion was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.